Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, which kept fluctuating while he was in the hospital. The blood glucose reading was 155 mg/dl. The customer was hospitalized until the following day, which is when he took the battery out of the insulin pump and had remained off of the device since. He stated that he thought there was something wrong with the insulin pump because the easy bolus button only worked intermittently. It was also noted that the device's backlight would not turn on. Upon troubleshooting, the customer was able to resolve the backlight issue by installing a fresh battery. Advised the discontinuation and replacement of the device. Nothing further reported.